Manufacturer narrative:
B2: the date of the patient's death is unknown. D4: the serial number and UDI are unknown. The cause of the issue was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. The staff was not able to turn off the aic. The white cable was unplugged, however the aic continued to say to unplug the white cable. It was reported that the procedure was successful, and this issue occurred after pump removal. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.